Event description:
It was reported that the caller experienced a malfunction with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Initially, the caller was unable to reset the pump due to the lack of a cable, but after contacting support, they were provided with reset instructions and technical support assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to reach out should the issue happen again.